Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for two hours and upon removal the pledget fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the remaining tampon pieces. She stated she experienced vaginal pain and soreness for a few days after she manually removed the pledget pieces. Her symptoms resolved and she did not seek medical attention.